Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a right ventricular lead repositioning procedure, the pulse generator's setscrew did not rotate properly using the torque wrench. The pulse generator was explanted and replaced.